Manufacturer narrative:
(B)(4).

Event description:
The pt was feeling irritated by the stimulation and when she turned the ins down from 3.4v to 2.7v, she felt her heart beat faster. The device was further decreased to 1.8v. That evening, the pt called 911 and went to the ER. When attempting to turn the device off in the ER, the pt's heart rate and blood pressure increased. She had difficulty breathing and felt dizzy and light-headed. During the previous three days, the pt had been running to the bathroom and it was stated that the device had not really helped the pt since (B)(6) 2010. It was also stated that the pt experienced shocking/jolting sensations when the antenna of the patient programmer was next to skin or when exposed to the security gate at the (B)(6) store and that the stimulation would irritate her for a couple of days afterward. The ins was turned off. Per the physician, the system was removed. No other details were provided.